Event description:
The center reported a first time plasma donor who, a few hours after completing an uneventful plasma donation in 2005, developed itching with a rash and hives. Early the next morning the itching caused them to wake up and they noticed they had a few red areas on their arms and chest. Later that morning the rash had worsened. They had itchy hives, big red blotches on chest, stomach, wrists, and arms. The donor reported the symptoms to the donor center in a week later. The plasma center contacted the donor next day. The donor stated they did not seek medical attention and treated themselves with over-the-counter benedryl to relieve the symptoms. They reported that they had no more symptoms.